Event description:
During the procedure, a communication failure error message was received. Error message said "catheter fault detected." Physician unable to visualize artery. Required change of catheter. No patient harm.what was the original intended procedure?catheterization and stenting of blocked arteries.